Event description:
Related manufacturer reference number: 2017865-2021-27663. It was reported that the patient presented in clinic upon exhibiting chronic diaphragmatic stimulation from their left ventricular (lv) lead. During the lv lead revision procedure, it was found that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing (pptwos). The lv lead was explanted and replaced. No intervention was performed to address the pptwos. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.